Event description:
It was reported to boston scientific corporation that a jagtome rx was used during an endoscopic sphincterotomy (est) with stone extraction procedure performed on (B)(6) 2013. According to the complainant, during the procedure, it was not possible to bow the tip of the tome. The device was tested both with and without the presence of a guidewire, and the device would not bow in either case. No visible damage was noted to the device. The procedure was completed with another jagtome rx. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation finding: catheter torn.

Manufacturer narrative:
(B)(4) for the investigation findings: catheter torn. Visual evaluation of the returned device found that the working length of the device was twisted, the cutting wire was blackened, and the distal pierce hole was torn and melted 5 mm. Functional evaluation found that the device would not bow due to the torn/melted portion of the device. Review and analysis of all available information indicated the most probable root cause for this event was operational context as procedural or anatomical factors could have affected the performance or integrity of the device. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.